Manufacturer narrative:
This medwatch is reporting motor (B)(4). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) hospital (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Mains power, a "system alert: s3" alarm occurred on the primary console, and the flow disappeared on the display leaving only "dash" marks. Flow was still visible in the circuit. Initial re-positioning and disconnection/re-connection of flow probe did not resolve the issue. The backup primary console was powered up and the flow probe was connected to circuit. Initially, this showed flow on the display, but quickly disappeared to show the same error code and dash marks for flow. The backup primary console was powered down, left for approximately 20 seconds, re-powered, and the error code resolved. The circuit was moved to the backup primary console without event. Flow was displayed and no repeat of error occurred. No other events occurred. Reportedly, the patient did not suffer any hemodynamic compromise due to the event. No additional information was provided.